Event description:
It was reported that this left ventricular (lv) lead exhibited loss of capture. Additionally, pacemaker-mediated tachycardia (pmt) episodes were also observed. Reprogramming options were discussed and recommended. At this time, this lv lead and no adverse patient effects were reported.